Event description:
Procedure type: wedge resection. According to the reporter: the slip on the bottom of I-beam was found broken during the surgery. The surgeon changed to another device that had the same problem. He changed a new gun and a third device that also had the same problem. Only one slip of I-beam was found and the other two broken slips were left in the thoracic cavity of patient, having not been found. No patient injury was reported. Operative time was extended by 30 minutes.

Manufacturer narrative:
(B)(4).